Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they turned their therapy on for the first time yesterday and it worked fine all day. Patient stated when they woke up this morning they were only using group d and the therapy was off. Patient turned the therapy back on and it seems to be working fine now. Patient asked if therapy turning off is normal. The patient was redirected to their healthcare provider to further address the issue.